Event description:
Complaint description: a hosp nurse reported to an olympus microbiologist that from 11/2000 to 12/2000, 5 of 13 pt bronchial lavage fluid samples contained pseudomonas aeruginosa. Atleast four of the five pts with positive samples had symptoms of infection; all five pts were placed on antibiotics.